Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device type: jka, fpa. Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "phlebotomy reported that two green butterflies (367344) were leaking into vacutainer holder this morning. The rubber cover was bent and needle was coming out the side of the rubber cover which caused the blood to leak into the holder." "Customer emailed that 1 staff noticed 2 consecutive units of 367344 that had a bent back end needle (the needle covered with grey rubber that inserts into the holder) once it was inserted into the holder. Blood was leaking into the holder, no one was injured, product was not saved. "When holder was put on 367344, back end needle bent on 2 separate units."

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "phlebotomy reported that two green butterflies (367344) were leaking into vacutainer holder this morning. The rubber cover was bent and needle was coming out the side of the rubber cover which caused the blood to leak into the holder." "Customer emailed that 1 staff noticed 2 consecutive units of 367344 that had a bent back end needle (the needle covered with grey rubber that inserts into the holder) once it was inserted into the holder. Blood was leaking into the holder, no one was injured, product was not saved. "When holder was put on 367344, back end needle bent on 2 separate units."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.